Manufacturer narrative:
Exemption number e2019001. The device remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11/22/2019, the patient presented with triple vessel coronary artery disease. There was stent restenosis (unspecified stent) within the right coronary artery (rca), severe stenosis in the mid left anterior descending (lad), and severe calcification within the bifurcation of the proximal circumflex (cx) coronary arteries. An elective percutaneous coronary intervention was performed. Two unspecified stents were implanted in the rca with no complications. Pre-dilatation and a rotablator was then performed on the left cx, however, hemodynamic instability was noted along with pulseless electrical activity (pea) arrest. Cardiopulmonary resuscitation (CPR) was performed. A perforation was observed in the left cx. As treatment, a salvage pci was performed in the left main (lm) to lad to jail the perforated left cx. An impella device was implanted along with a 3.5x16mm graftmaster (gm) stent. Reportedly, the gm stent sealed the perforation. A surgical drain was placed and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient was transferred to critical care. While in critical care, fluids, blood products, and increasing inotropic support (medications) were provided. A left sided hemothorax was observed and chest tube placed, draining approximately 3 liters of blood. The patient continued to have an active bleed with cardiac tamponade. Additional chest tubes were placed and additional blood transfusions were provided. The bleeding had slowed; however, pulmonary edema was observed. Mediastinal exploration with a washout and decannulation was performed. 2 liters of blood was removed from the chest and ECMO decannulation was performed. Without ECMO, the patients condition started to decline. The patient was transferred back to critical care and comfort measures were provided. On (B)(6) 2019, the patient went into cardiac arrest and expired. Per physician, the graftmaster stent did not cause or contribute to complications or adverse events. There was no device malfunction reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Additional information was obtained that the graftmaster covered stent sealed the perforation. There was no device malfunction, no device leaking, and no pericardial effusion. The active bleeding was from the left lung, thought to be caused by the cardiopulmonary resuscitation (CPR). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the subsequent information that there was no graftmaster malfunction or device related adverse event, this event would not be MDR reportable. H6: device code 2682 removed. Patient codes 1888, 2226, 2020, and 1762 removed.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: per physician, the 3.5x16mm graftmaster (gm) stent sealed the perforation. There was no device malfunction, no device leaking, and no pericardial effusion. The active bleeding was from the left lung, thought to be caused by the cardiopulmonary resuscitation (CPR). Based on this information, this event would not be MDR reportable.